Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with a pocket that was red, puffy and had pus. The patient had developed an infection. The system was explanted. The patient's condition post procedure was fine.